Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device's lcd is flickering. There was no reported patient involvement.

Manufacturer narrative:
The customer declined the repair service due to cost. The device remains at the customer's site.